Event description:
The customer contact reported unable to prime the tubing set. On an unspecified date, the tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to pt use, the tubing set cannot prime down to the tubing. No specific details were provided. Though requested, no add'l info was provided including if the tubing was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Documentation received from the international affiliate indicate that info on reprocessing of the device was unk. This report represents all the info known by the reporter upon query by hospira personnel.